Event description:
The complainant reported that a gemini stone retrieval paired wire helical basket was used during an ureteroscopy procedure performed on a male patient in late 2008. According to the complainant, while outside the patient, the basket did not close. The complainant indicated that there were no patient complications. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received for investigation, but an evaluation has not yet been performed; therefore, a failure analysis is not available at this time, and we are not yet able to determine the relationship between this device and the cause for this event.